Event description:
It was reported that the patient received inappropriate therapy due to noise that appeared to be due to clavicular crush. Capping the lead was discussed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received